Manufacturer narrative:
Upon inspection and testing of the device, foreign material (black fibrous material) found in the air/water nozzle was suspected to be due to user handling. In addition, service found the adhesive on the light cover glasses, and the optical cover glass was uneven. The distal end was worn, the bending angle in down/right directions was out of specification, the air/water flow was out of specification, and the insulation resistance value was out of specification. There was play in the up/down angulation knob, and the right/left angulation knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited an issue with the air/water channel. The reported issue occurred during an unspecified procedure. The intended procedure was completed using the same device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in air/water nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing, device handling. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿·operation manual preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.